Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l4-l5 spinal root decompression. On event date, the patient presented with "spinal instability and pain". The investigator noted the event as moderate in intensity. The patient was reoperated upon to resolve the axial mechanical back pain. It was reported by the investigator that the condition had resolved with treatment in 01/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.